Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding a burring of femur while preparing tibia involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 404 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding burring femur during tibia prep. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Multiple communications were made along with submissions of files. However, none of the files are usable for investigation. The device was not returned to manufacturer.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When the surgeon went to put trials in, he noticed that a big burr hole with taken out of the posterior medial condyle of the femur. From the looks of it, it seems like while he was burring the tibia, he must of not noticed that he was going into the femur. Surgeon came to the conclusion that things should be just fine and proceeded with the case. Implants went on just fine and it looks like bone cement filled the void. Delay: maybe a few minutes as they analyzed the situation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. When the surgeon went to put trials in, he noticed that a big burr hole with taken out of the posterior medial condyle of the femur. From the looks of it, it seems like while he was burring the tibia, he must of not noticed that he was going into the femur. Surgeon came to the conclusion that things should be just fine and proceeded with the case. Implants went on just fine and it looks like bone cement filled the void. Delay: maybe a few minutes as they analyzed the situation.